Event description:
It was reported that during central venous catheter (cvc) insertion via the internal jugular vein; the spring wire guide (swg) became stuck within the patient and unraveled upon removal. Additional information indicated that computed tomography (CT) performed immediately following the event confirmed that a fragment of the swg remained in the soft tissues outside of the vascular system. No medical intervention was undertaken to remove the retained fragment. The patient subsequently died on (B)(6) 2026 due to underlying disease. The death was not attributed to the reported device issue.

Manufacturer narrative:
(B)(4).